Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion. (B)(4)

Event description:
The user facility reported to terumo cardiovascular that after cardiopulmonary bypass, a small amount of blood leak was observed when the shunt sensor was detached from the bpm probe. No patient involvement.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 7, 2018. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(5). The returned sample was visually inspected. It was to contain dried blood. The returned sample was then leak tested by connecting with the calibrated manometer, submerged into a water bath, and pressurized up to 1030 mmhg. A leak was noted from the large bore adaptor at approximately 40 mmhg. The large blue cap was then loosened and retightened by hand. The unit was then pressurized with air, submerged in a water bath, and observed for any leaks. A leak was noted again from the large blue luer cap at approximately 900 mmhg. After loosening and re-tightening the blue large bore adapter a second time. It was then leak tested again by connecting with the calibrated manometer, submerged into a water bath, and observed for any leaks. A leak was noted from the large blue luer cap while attempting to hold the 1030 mmhg pressure after approximately 10 seconds. A retention sample was unable to be obtained and tested because the affected lot number for this complaint is unknown. The complaint was confirmed and the root cause for this event is a lack of sealing between the large bore adapter and the shunt sensor body. When the large blue vent cap is tightened, interference between the threads of the cap and the shunt sensor body exist, causing an inadequate seal leading to a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.